Manufacturer narrative:
It was reported that when the tubing was brought out of the bag, it was in 2 pieces. The y site by the roller clamp was not fused together. Received from the customer was one unused set model 2426-0500 lot 20053393 (with its packaging pouch). During visual inspection, it was noted that the tubing p/n tc10013433 was completely separated from the distal smartsite p/n 12274436 inlet port below the lower fitment. Inspection under magnification noted that both sides of the tubing had insufficient solvent applied at the engagement during the manufacturing process. Further handling/tug of the rest of the set's tubing engagements observed no separation or any issues. Functional testing was not performed due to the separated tubing and the leaking that would occur. A dimensional analysis was performed on the separated tubing (p/n tc10013433). Small portions of the tubing were cut into three sections and measured for analysis. The outer diameter of the tubing was measured and observed to be within specifications of "0.164 +/-0.003" inches. Device history record for model 2426-0500 lot 20053393 shows that the set was manufactured on 25 may 2020 with a total of (B)(4) units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. Equipment used (measurement performed on 25-may-20). - ram optical instrumentation/eq08204/calibration due date 5-feb-2021. The customer¿s report that the tubing set separated was confirmed upon visual inspection. The root cause of the separation was identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing due to equipment and/or operator error. The issue of leaking tubing set inlet or outlet port is also currently being addressed under a corrective action (tw CAPA 1027651). Although the corrective actions were implemented prior to the manufacturing of this lot 20053393, the CAPA was closed as "effective" in mitigating this defect and will continue to be monitored for an increase in frequency.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing was separated. The following information was provided by the initial reporter: material no: 2426-0500 batch(lot) no: 20053393. It was reported that when the tubing was brought out of the bag, it was in 2 pieces. The y site by the roller clamp was not fused together.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing was separated. The following information was provided by the initial reporter: material no: 2426-0500 batch(lot) no: 20053393. It was reported that when the tubing was brought out of the bag, it was in 2 pieces. The y site by the roller clamp was not fused together.